Event description:
Pt with pulmonary fibrosis and scoop transtracheal procedure for supplemental oxygen therapy performed on june, 19, 1997, to improve efficiency of blood oxygen saturation levels. On june 22, 1997, pt was admitted to hosp emergency with diagnosis of pre-existing pulmonary hypertension and chronic respiratory failure: supplemental oxygen delivery via a nasal canula at 4 lpm with po2=38, pco2=36, ph=7.41; pre-scoop stent (non-functional) was in place. On june 25, 1997, stent was removed and scoop-1 was placed to initiate transtracheal oxygen delivery. On june 26, 1997, at 0400 hrs. Pt was noted to be bradycardia, atrophine was given with negative effect, and pt was unresponsive to verbal/physical stimuli. The bead chain necklace used to secure the scoop-1 catheter had not been taped to the pt which allowed inadvertent dislodgement.